Event description:
An occlusion alarm was reported, and the customer's blood glucose level exceeded the normal range, reading "high." The customer managed the high blood glucose by switching to a backup pump and administering boluses; no assistance was needed from a third party beyond normal support. Customer resumed insulin to address issue.